Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for daughter via phone call for high blood glucose. The customer¿s blood glucose level was 536 mg/dl. Customer treated high blood glucose with insulin pump. Customer declined troubleshoot for high blood glucose. Customer reported that daughter got up this morning and insulin pump said change sensor. Customer reported that her daughter needs a replacement port for her sensor, it made her change it two days early. Customer won't have enough because she won't get supplies until next wednesday. The insulin pump will be returned for analysis.